Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. The patient reported that she was having problems charging her implant and said, ¿I can¿t move an inch without it losing boxes or losing connection completely and it would take a long time, multiple times to charge the unit because it¿s not wanting to stay connected.¿ the patient reported that she would get full bars but would lose them if she moved at all or she would lose the connection completely and ¿I have to push bunches of clothes against it and its uncomfortable to do that.¿ the patient reported that it started happening since implant and said it had been ¿getting worse and worse for the last couple of months.¿ the patient reported that she fell twice the week prior to the report and she couldn¿t walk and she went to the emergency room (ER) last friday and they put her on prednisone for swelling in her back, neck and legs and within her joints and that the prednisone helped tremendously. The patient reported that she fell because of a rug on the kitchen floor and couldn¿t answer definitively when asked if the swelling was the result of the fall ¿maybe it could have been, and I might have had swelling before that, but this made it ten times worse.¿ the patient reported that there might be swelling at the implant site but wasn¿t sure. The patient also reported that her ¿implant location hurts for the last month or so¿ and it hadn¿t been helping her symptoms. The patient reported that she ¿gets some relief but not like I was before¿ and reported that this change started a month or so ago. The patient reported that she was seeing her healthcare provider (hcp) on (B)(6) 2017. The patient reported that she was going to turn stimulation off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at an appointment with their healthcare professional (hcp) on the day of the report. The patient reported falling on a slippery wooden floor at a friend¿s. The patient went to the ER and had a CT and x-ray done which revealed the leads were intact and the implant was fine. The patient reported difficulty charging and some pocket tenderness. The hcp felt that the patient was sore from the fall and felt the stimulation was ok; the patient uses it 80% of the time. The patient¿s charging diary showed an average of 5.6 hours and 6.3 hours with 8 coupling bars; however, the patient normally charged for 2-4 hours. An impedance check showed impedances were within normal limits and gave a range of 655-954 ohms using various reference points. A replacement ins recharger was requested. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that. Patient reported that unit only charges consist if charged at night or when they can lie flat and not move. Patient said no steps taken to resolved the issue patient just charges at night. Patient stated they have two units and only have problems charging with the first unit placed in regarding charging. No patient symptoms or complications were reported in this event.